Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and barbed suture was used. The barbed suture was used on a patient to close the vaginal dome, and the thread broke in the postoperative period. One can observe the rupture of the thread impacting the surgical incision of the dome. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Could you please clarify what did the patient present as a consequence? Please provide more details. Did the patient suffer dehiscence? Please clarify. Was there any medical or surgical intervention performed (product removed; re-operation; re-closure; drainage)? If so, please specify. There was a prescription for steroids or antibiotics for the patient's recovery? If yes, please provide medication name, route and dose. What is the lot number? This is a combination product, and the event has been reviewed for both the suture and the triclosan. Trade name - irgacare®, active ingredient(s) ¿ triclosan, dosage form ¿ suture/solid/parenteral, strength ¿ = 2360 g/m. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.